Manufacturer narrative:
The reported field event of noise and high impedance measurements was confirmed in the laboratory. The device was tested on the bench, electrical testing was performed, and an integrated circuit was found to be anomalous. The cause of the field event is consistent with an anomalous integrated circuit.

Event description:
It was reported that when patient presented to the hospital receiving inappropriate shock due to lead ventricular noise. Upon device interrogation, lead noise was confirmed on the rv lead. On the ra lead high, out of range, high voltage lead impedance issue was observed. Upon pocket manipulation, lead noise was not reproducible. Patient was scheduled for lead imaging to determine if noise was due to lead dislodgment. Programming changes were made. Patient was stable and remained in the hospital to be monitored. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.